Manufacturer narrative:
E1-facility name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken cable. The issue was found during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable disconnection, tightening of the adapter. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken cable. The issue was found during cleaning and disinfection. There was no patient involvement.